Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that since implant their symptoms had improved, but the week of the report, the device had not been working the same, or like it was supposed to. They were back to catheterizing, which was noted to be standard of care prior to implant. The patient needed to change programs and increase stimulation for these issues in the past, but did not provide a clear event date. They normally felt stimulation/shocking down their left leg, which they described as normal stimulation sensation, but noted they currently did not feel anything at all. They had to increase stimulation three times, and nothing changed. The patient was redirected to follow-up with their healthcare provider.